Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm that temporarily could not be cleared (30 minutes). There was no impact to the customer's blood glucose level.